Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the black handle. A part of the sealant was observed at the distal end of the advancer tube. The advancer tube remained inside the shuttle tube and was properly engaged to the proximal tamp lock upon receipt. Per the mynx instructions for used (IFU), there are 3 steps of deploying the sealant: detach the shuttle and advance in a continuous motion until a definitive stop is felt to deploy the sealant, unsheathe the sealant by withdrawing the sheath from the tissue tract and retracting until the shuttle locks onto the black handle, and advance the advancer tube until the single marker is fully visible. The condition of the returned device indicates that the reported event may have occurred after the step one of deploying the sealant was completed. Leak testing was performed and found no leak in the balloon of the returned device. Subsequently, visual inspection revealed that there was no saline in the balloon. Vacuum was drawn from the balloon prior to it being fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. The review of the lot history record (f1510401) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the reported event may have been caused by incorrect prep of the balloon. The mynx instructions for use (IFU), instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to pull through the arteriotomy. A balloon pull through could result in the sealant being dislodged from the arteriotomy and potentially result in the reported event. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per IFU. Note: MFR report # 3004939290-2016-00175 follow up 1 was originally submitted on 07/12/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 07/14/2016.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1510401) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It is reported that the mynxgrip vascular closure device failed to deploy during the procedure. There was no patient injury. Additional information was requested but was not available.